Event description:
It was reported that the 980 ventilator generated a high pitch alarm after turning on the ventilator. It was also reported that after running the extended self test (est), the screen went blank. There was no patient involved with the reported event.

Manufacturer narrative:
Issue identified during product analysis. H3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that the 980 ventilator generated a high pitch alarm after turning on the ventilator. It was also reported that after running the extended self test (est), the screen went blank. The device was available for evaluation. Service personnel (sp) inspected the unit and confirmed that the unit failed the power-on self test (post) with an associated alarm. Sp replaced the breath delivery (bd) power controller/distribution printed circuit board assembly, breath delivery unit (bdu) power supply, and direct current (dc) -dc converter printed circuit board assembly (pcba). The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. One bd power controller/distribution assembly was returned and analyzed separately. The bd power controller pcba and returned bdu power supply were visually inspected and functionally tested with no malfunction or product deficiency observed. One dc-dc converter pcba was returned for analysis. A visual inspection of the returned part was conducted, and significant heat damage was sustained on the part c59. If a failure of the capacitor c59 occurs while in use on a patient, the ventilator response would be a loss of ventilation. One bd power distribution pcba was returned for analysis. A visual inspection of the returned part was conducted and no anomalies were reported. The bd power distribution pcba was attached to the failure investigation test ventilator for analysis and went dead when ac power was removed during est, confirming the bd power distribution pcba to be faulty. The cause of the alarm after turning the unit on was isolated to a faulty dc-dc converter pcba. The dc-dc converter pcba is included in a data monitoring plan. The cause of the blank screen during est was isolated to a faulty bd power distribution pcba, which prevented the unit from switching to battery power during testing. The bd power distribution pcba is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.